Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they were hospitalized due to low blood glucose. The customer's friend reported that they had seizure. The customer's blood glucose was 13 mg/dl at the time of incident. The customer's friend stated that the emergency medical services came and took them for hospitalization. The customer's friend stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.